Event description:
Additional information was received from the rep. The cause of the tightness was not determined. The tightness and stim in the wrong location did not resolve, the rep requested that the patient report if it persists or dissipates over time. They were encouraged to turn off the device to see if that would resolve the issue as well. The patient is not want to turn off the device and loose efficacy at the time. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller indicated the patient called him today reporting that she has tightness in her back (not pain) when she increased stim past 1.5 and especially about 2.0. The caller walked the patient through changing programs and the patient felt the stim in a different place (vaginally vs in her leg), but still experienced the tightness past 1.5. No further patient complications are anticipated or expected as a result of this event.